Manufacturer narrative:
.

Event description:
It was reported that an asymptomatic patient presented via merlin.net transmission with a device that was post-sensed t-wave oversensing on the ventricular lead. The patient received inappropriate atp therapy. The oversensing was noted on a stored egm. The device was reprogrammed successfully and remains implanted.